Event description:
It was reported that during testing the atrial-ventricular rate on the external pulse generator was dropping after every five to six beats. The generator was returned for service. No patient involvement was indicated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests and bench test.